Event description:
The facility's pharmacist reported an infusion pump that silent shutdown during pt use. A follow-up with the pharmacist revealed the pump was set up for an epidural during pt use and was checked by the clinician at 10:20am. At 12:45pm, the clinician checked the pt again and found the pump had shut off. The clinician could not get the pump to turn back on. The medication was thought to be fentanyl/narcan and the prescription rate of 6.0 to 8.0cc/hr. There was no pt injury, just the pt did not receive pain relief. The pump was removed and the pt was given oral pain medication. No additional contact info was provided.